Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It wasalso noted that there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead developed a breach due to a depression while in vivo, the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo and the outer insulation of the lead developed a cosmetic depression while in vivo.

Event description:
It was reported that during follow up, it was found that depending on the patient's position the right ventricular (rv) lead had complete loss of capture at maximum output with both polarities. Also the lead impedance was greater than 9999 ohms at times. It was noted that the patient had very little tissue in the pectoral region, with medial access sight so it was suspected there was a lead fracture from clavicle crush. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.